Manufacturer narrative:
FDA recall number: z-1493-2019.

Manufacturer narrative:
One tactisys quartz was received for evaluation. Visual inspection revealed the connectors and switches had no physical damage and all the mounting hardware was secured. Normal wear and tear was observed on the exterior enclosure. The returned tactisys quartz was powered on and successfully communicated with the tactisoft host computer. Functional testing was performed using the software tool to verify the internal optical component connectivity, data acquisition and signal processing. During analysis, using the returned and test standard catheter, erratic force data was observed on channel 1. Tacticheck analysis was performed and channel 1 did not pass relative and absolute accuracy requirements. The returned device was opened and fisos 1 and 2 were swapped and the erratic readings were observed on channel 2 confirming the reported issue. The suspect fiso on channel 1 was temporarily replaced with a test standard fiso and the erratic force data previously observed on channel 1 was no longer present. Based on the information provided to abbott and the evaluation performed, the root cause was isolated to the fiso module on channel 1 and not due to the software issue referenced in the correction.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During the procedure, contact force would not display when the catheter was connected to the tactisys while it was recognized on ensite. The tactisys was replaced and the procedure was completed with no adverse consequences to the patient. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.